Manufacturer narrative:
Product ID 3889-28, lot# va018g0, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient died on (B)(6) 2012. It was noted that this was 11 days post-operation. It was further noted that the cause of death was attributed to a "cardio respiratory arrest, myocardial infarction and hypertension." It was noted that the patient's death was unrelated to the device. It was unclear if the patient's death was related to the procedure.